Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on may 2nd, a myosure procedure was performed and the staff noticed a small trace of shiny silver in the patient. They continued with the procedure as the patient was stable. At the end of the procedure, the shavings were no longer there. The shavings were suctioned up into the tissue trap. No additional information available.

Manufacturer narrative:
Device evaluation: a visual inspection was conducted and there were no signs of physical damage. Functional testing was conducted, and the disposable worked as intended. However, when the dissection test was conducted it was found metal shavings in the handle and the blade had evidence of excessive friction (scratches). Hence, the complaint can be confirmed. This observation will be monitored and trended.